Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve, the 16fr esheath kinked due to tortuous abdominal aorta. A non-edwards sheath was used, however, the valve and delivery system would not pass the tortuosity and could not be removed through the sheath. A 14fr esheath+ was inserted in the non tavr side (femoral artery) to help straighten the aorta. After advancing the 1st valve past tortuosity, the implanter could not get successful valve alignment as the valve was encroached on the pusher and the balloon would not fully align. The 1st valve was deployed in the descending aorta, as wire position in the left ventricle was also lost. New devices were prepped and the valve was successfully implanted in the aortic position. The patient is stable post procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information base on the device evaluation. The following sections of this report have been updated. Added new information to h.6 type of investigation, investigation findings, and investigation conclusions. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: the patient's access vessel was tortuous and calcified. The patient's abdominal aorta was tortuous and calcified. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system, device preparation manual, device procedural training manual, patient screening manual and no IFU/training deficiencies were identified. The procedural training manual provides guidance on during delivery system insertion through sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. Gain access using standard catheterization techniques. Prepare and insert the edwards sheath. Refer to the edwards sheath IFU for information on device preparation and handling. Insert the loader into the sheath until the loader stops. Advance the edwards commander delivery system, with the edwards logo in the proper orientation (the delivery system articulates in a direction opposite from the flush port), through the sheath until the valve exits the sheath. Engage the balloon lock. Use the fine adjustment wheel to position the valve between the valve alignment markers. Do not turn the fine adjustment wheel if the balloon lock is not engaged. Unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Fine adjustment indicator shows how much fine adjustment is left. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. A gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Fine adjustment wheel functions only when the balloon lock is locked. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to track the delivery system through anatomy. The benefits of the device outweigh the risks associated with tracking difficulty, resulting in procedural delay. The risk management file captures risks for indicated device use only. The edwards commander delivery system is not indicated for use with the gore sheath for tavr procedure. There was no information to suggest a device quality deficiency or malfunction of the edwards device may have caused this event. Therefore, the review of the risk management file is complete, and no further action is required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required. The complaints for difficult to track system through anatomy, valve alignment difficulty or inability, and difficulty or inability to withdraw system with valve through non-edwards sheath were unable to be confirmed as neither the complaint device nor applicable imagery was returned. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the complaint description, "a non-edwards sheath was used, however, the valve and delivery system would not pass the tortuosity and could not be removed through the sheath". Per the 3mensio imagery provided, significant tortuosity was present in the patient aorta. The presence of tortuosity can make the pathway challenging as the delivery system crosses the valve. This can potentially lead and contribute to the reported difficulty felt when attempting to cross the native annulus and lead to the subsequent patient injury. Although a definitive root cause was unable to be determined, available information suggests that patient factors (tortuosity) may have contributed to the complaint event. As reported, "the implanter could not get successful valve alignment as the valve was encroached on the pusher and the balloon would not fully align". If valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported fine adjustment difficulties. A definitive root cause is unable to be determined. However, available information suggests patient factors (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the reported event. Additionally, tortuosity in the access vessel can create non-coaxial withdrawal angles. It is possible that the distal end of the delivery system along with the crimped valve created a non-coaxial withdrawal configuration that could have caused catching at the distal tip of the sheath and therefore led to the withdrawal difficulty reported. A definitive root cause was unable to be determined at this time. However, available information suggests patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal (crimped valve)) may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified.